Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead repositioning procedure, the set screw became disengaged with the device. The device was explanted and replaced. The patient recovered as expected and was discharged home a few days later.

Manufacturer narrative:
The reported field event of a set screw anomaly was not confirmed in the laboratory. Visual inspection noted the rv df-4 septum was damaged and the setscrew was not returned. With a replacement set screw, the device was tested on the bench and all set screws tightened normally to full torque to secure test leads.